Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked from administration port during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: the catalogue # reported was h938738; however, the d4: lot # reported 60517199 goes with product code h938740. Therefore, product code reported will be h938738 with lot number unknown. D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) and manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update reference from "2000 ml" to "500 ml". H4: the lot was manufactured between november 21-22, 2023. H11: the actual device was received for evaluation. Visual inspection was performed, the issue of leakage was not easily identified. Functional leak testing of sample was performed and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bond. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.